Manufacturer narrative:
The device was in use for treatment. The device was in service for approximately 18 years, 5 month before being abandoned/capped on (B)(6) 2020. Attempts were made to obtain information regarding lead performance issue. However, as of today no information is available. The lead was capped (out of service-implanted), therefore, the product was not returned. The device passed all in-process and qa final inspection steps before shipping to the customer. Based on implant date(09/2001) qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period. Permanent pacing lead final inspection procedure, for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. This lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported that lead 4018/bir19003 was capped on (B)(6) 2020 due to product performance issue. The specific product performance issue is unknown. The patient had surgery to abandon the lead. Multiple attempts were made to obtain information about lead performance issue. However, no information is available. No additional information is available.